Event description:
The facility reported the footswitch does not work. There were 15 procedure re-scheduled to the following day. No pt injury was reported.

Manufacturer narrative:
Multiple attempts were made to the customer requesting the status of the footswitch return. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 12/12/2008.